Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited oversensing of noise. The high voltage lead impedance values were updated with difficulty after multiple tries. The lead was capped and replaced on (B)(6) 2017. The patient was stable prior, during and post procedure.